Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple power on reset (por) occurred on the implantable pulse generator (ipg) one month after implant procedure. It was noted that the ipg have an issue with the set screw. Right atrial (ra) lead exhibited oversensing and noise. The ra lead was capped and replaced. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was carried out on the ipg and ra lead.